Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm.

Event description:
During pentax internal review it was discovered on 08oct2021 that the same event was filed under MDR (9610877-2021-01088) which was submitted on 06oct2021. Therefore MDR (9610877-2021-01208) filed on 07oct2021 is considered a duplicate report.

Manufacturer narrative:
During pentax internal review it was discovered on 08oct2021 that the same event was filed under MDR (9610877-2021-01088) which was submitted on 06oct2021. Therefore MDR (9610877-2021-01208) filed on 07oct2021 is considered a duplicate report.